Manufacturer narrative:
The pump received with intermittent button response due to moisture damage keypad trace. No frozen screen or unexpected battery out of limit. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had frozen display. The blood glucose at the time of the incident was 368 mg/dl. The customer was off the pump, because they were in the process of getting a new pump. The customer states the pump is unresponsive, but the time on the display is moving forward. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.